Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unable to function appropriately. However, additional information indicated that the lead did not exhibit satisfactory measurements due to poor anatomy mixed with scarred tissue. Due to multiple positioning attempts, the physician had trouble retracting the lead, but eventually this issue was resolved. This lead was explanted. No additional adverse patient effects were reported.